Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system does not start up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the software crashed. To resolve the issue, the fse reinstalled the software, performed a backup, and adjusted the tubes. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.